Event description:
This lead was an attempted implant on (B)(6) 2011 but was not implanted due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).